Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag 2nd generation console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 5 days ((B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020, (B)(6) 2021, (B)(6) 2021 per time stamp). On (B)(6) 2021, following the startup of the console, a tech: flow error, can bus send error activated at 08:42:10. This triggered a ¿system alert: s3¿ alarm. The console was power cycled and this sequence of events recurred at 08:43:10 and again at 08:44:39. There were no other notable alarms active in the log file. The centrimag 2nd generation console was tested with test equipment on a test loop. No issues were observed. A full functional checkout was performed, and the unit passed all tests. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no patient involved in the event.

Event description:
Related MFR#: 3003306248-2021-01095. It was reported that the centrimag console displayed a system alert s3. The motor and console were returned for evaluation and repair.